Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: results code 3221 removed, conclusion code 67 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after insertion, there was bleed back from the marker lumen. The proglide was positioned against the vessel wall. The device was deployed and could not be removed. The subcutaneous tissue was cut to remove the device which was found to have deployed with the foot and suture stuck in the subcutaneous tissue. There was no arterial damage. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was a clinically significant delay to remove the device. No additional information was provided.